Manufacturer narrative:
Philips service inspected logs and recommended a reboot, but no permanent fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)

Event description:
It was reported to philips that images were frozen on the flexvision screen during diagnostic use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.